Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was implanted and wouldn't sit right. The lens was removed and a second lens was used to see if it would work correctly and it would not. The capsular bag broke at some point during the procedure, and at that point a vitrectomy was performed. Additional information was provided indicating that there was nothing wrong with either lens and the vitrectomy was required because the bag broke, and the lens floated into the posterior vitreous. This is the file for the second lens that was inserted and removed.

Manufacturer narrative:
Product evaluation: associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in two specific cartridges. The product investigation could not identify a root cause. Information was provided from the reporter that there was nothing wrong with either lens and the vitrectomy was required because the bag broke. (B)(4).